Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the renal artery. A 7.0mm x 19mm x 150cm express vascular sd stent was selected for treatment. However, when the device was unpacked, the stent was found to be lifted, so it was not used. The procedure was completed with another of the same device. No patient complications were reported.